Event description:
It was reported by the patient that pain at the implant site has been present since the implant procedure and has worsened over time. Patient states that "800 milligrams of motrin won't cut it." Follow-up was conducted to obtain information on the patient and whether the event was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.